Event description:
This patient bumped the implanted side of their hand on the wall. After this incident, they could no longer hear with their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explanation/ reimplantable surgery was successfully completed in 2005.